Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A4: the patient's weight was obtained via follow-up and has been provided.

Event description:
Additional information gathered via follow-up revealed the patient's drg lead located at s1 was explanted and replaced to provide resolution.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain complete event and patient information. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient has been unable to receive adequate therapy/ coverage. Diagnostic testing revealed high impedance on the patient's lead located at s1. X-rays determined the patient's s1 lead to be fractured. As a result, the patient may undergo surgical intervention.